Manufacturer narrative:
The tandem t:slim pump user guide indicates that the humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was impacted. As the customer had changed the cartridge and infusion set prior to contacting tandem technical support, a system check to determine a possible cause of the occlusions was unable to be performed. It was reported that the customer normally uses cartridges for 3 days.